Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') and uterine perforation ('perforation: uterus / intrauterine device present within the uterine fundus') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in 2005, c-section in 2003, gravida I, parity 2 and hyperplasia. On (B)(6)2006 she underwent essure confirmation test- result: bilateral occlusion. Previously administered products included for an unreported indication: depo provera from 1998 to 2002. Concurrent conditions included urgency urination, cervicitis and nabothian cyst. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia )"). In (B)(6)2006, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6)2007, the patient experienced pelvic pain ("pelvic pain"). In (B)(6)2008, the patient experienced fatigue ("fatigue"). In (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), skin disorder ("skin disorder") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device dislocation, uterine perforation, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown, the pelvic pain, abdominal pain, hypersensitivity, rash, skin disorder, migraine, headache and fatigue had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, skin disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pain: dysmenorrhea (cramping),pelvic/ abdominal, bleeding: menorrhagia (heavy menstrual bleeding), migration, perforation: uterus and other injuries/symptoms: migraine, headaches, fatigue. 6 coils on the left and 7 coils on the right. Became stretched out when the instrument was removed. Metal coiled foreign body is identified within the uterine fundus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: total bilateral occlusion. X-ray of pelvis and hip - on an unknown date: curvilinear metallic device in the uterus and fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet and mr documents received: new events: abnormal bleeding (vaginal, menorrhagia) and event date were added. New reporter, patient age, concomitant condition lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and uterine perforation ('perforation: uterus') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2006 she underwent essure confirmation test- result: bilateral occlusion. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), skin disorder ("skin disorder"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, dysmenorrhoea and menorrhagia outcome was unknown and the pelvic pain, abdominal pain, hypersensitivity, rash, skin disorder, migraine, headache and fatigue had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, skin disorder and uterine perforation to be related to essure (ess205). The reporter commented: she received treatment for pain: dysmenorrhea (cramping), pelvic/ abdominal, bleeding: menorrhagia (heavy menstrual bleeding), migration, perforation: uterus and other injuries/symptoms: migraine, headaches, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received. Product indication updated. Essure explant date added. Previously reported ¿injury¿ was updated to pelvic pain. Following events were added: migration, perforation: uterus , dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition, skin disorder, migraine, headaches and fatigue. Reporters added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.